Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The customer's quality control (qc) was in at the time of the event. The customer stated they may have seen fibrin within the sample. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service call. The cse removed the ring covers and cleaned aspirate manifold area. The cse flushed the aspirate tubing. The cse adjusted sample probe alignments and reagent probe alignments, resulting within range and specifications. The cse confirmed aspirate functions properly. The cse performed an empty and fill, performing as intended. The customer performed qc and ran precision on cardiac troponin ultra, resulting within range. The cse cleaned, lubricated and adjusted the sample probe and the ancillary probe, resulting within range. No further issues were found. The cause of the discordant, falsely elevated cardiac troponin ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin ultra result was obtained on a patient sample on an advia centaur xp instrument. The initial result was not reported out to the physician(s). The customer repeated the same sample on an alternate advia centaur xp instrument, resulting lower. The customer reported out the alternate instrument result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin ultra result.